Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The optical distance sensor failed kineverif brain accuracy test on robot br16025. Prior to this, pointer probe passed kineverif brain accuracy test. Because (B)(6) has two systems (br16025 and br18078) and two lasers (mt-02-183 s16027 and mt-02-183 s18112), the field service engineer tested laser s16027 on br18078 which was successful, indicating laser is accurate and pool ball is undamaged and sufficiently spherical. The field service engineer performed successful applicative test of mannequin head using contactless/laser registration on system br16025 with laser s16027. Accurate applicative and pointer probe test indicate both the system and the laser are accurate. No visible damage was noted on laser, laser wire, robot arm-laser port, or force sensor. Laser source values were normal. No interventions or surgeries were recorded since previous preventative maintenance on (B)(6) 2019, when laser passed kineverif. No surgeon involvement, no patient involvement, no delay to surgery, no clinical consequences.

Manufacturer narrative:
It was reported that the distance sensor (B)(6) did not pass the accuracy test on 15-may-2019. On 24-may-2019, accuracy and applicative tests were performed in order to ensure that device was accurate with markers registration and pointer probe. The tests passed. Then, on 20-dec-2019, the optical distance sensor was put in quarantine before proceeding to device upgrade from device version 3.0 to device version 3.1. On 13-jan-2020, during upgrade of the device br16025 to bs16925, it was decided to recalibrate the robot arm as a possible root cause for the nonconformance of the optical distance sensor issue. Recalibration was successful. On 27-jan-2020, accuracy and applicative tests were performed and passed with the optical distance sensor. Therefore, it can be concluded that the root cause of the optical distance sensor non-conformance to accuracy test was a decalibration of the robot arm. It cannot be determined why the robot arm was decalibrated. Device was in use for 2 years and 7 months before this failure occurred.

Event description:
The optical distance sensor failed kineverif brain accuracy test on robot br16025. Prior to this, pointer probe passed kineverif brain accuracy test. Because columbia has two systems (br16025 and br18078) and two lasers ((B)(6) ), the field service engineer tested laser s16027 on br18078 which was successful, indicating laser is accurate and pool ball is undamaged and sufficiently spherical. The field service engineer performed successful applicative test of mannequin head using contactless/laser registration on system br16025 with laser s16027. Accurate applicative and pointer probe test indicate both the system and the laser are accurate. No visible damage was noted on laser, laser wire, robot arm-laser port, or force sensor. Laser source values were normal. No interventions or surgeries were recorded since previous preventative maintenance on 30-jan-2019, when laser passed kineverif. No surgeon involvement, no patient involvement, no delay to surgery, no clinical consequences.